Event description:
As reported during an procedure on (B)(6) 2023, the surgeon implanted a ventralex st mesh which had expired on (B)(6) 2022. It was reported that there were no medical or surgical intervention. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.